Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient attended to a regular fitting appointment, but it was discovered that it was not possible to determine the ground path impedance value. In situ measurements were done pressing over the coil, stimulator and electrode array and it was not observed fluctuations and variations in the ground path impedance value. The child doesn't have any scar in the implant area, and the parents refers that she didn't have any trauma on this side.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The problems described in the patient report appear to match the damage found. This is a final report.

Event description:
The patient attended a regular fitting appointment, during which it was seen that the in situ measurements indicated a malfunction. The child doesn't have a scar in the implant area and the parents stated that she didn't have a trauma on this side. An x-ray was done and showed the implant inside the cochlea. The patient was re-implanted.